Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was noted on the right atrial (ra) lead. During a routine changeout procedure of the implantable pulse generator (ipg), the physician elected to cap and replaced the ra lead. No patient complications have been reported as a result of this event.